Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that approximately on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the patient experienced a skin reaction which occurred an unspecified number of days after the sensor had been inserted in the arm. The patient developed a rash and redness extending beyond the wearable perimeter to the shoulder. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted a physician who prescribed an oral antibiotic medication (doxycycline hyclate 100 mg capsules, two times per day) and a topical steroid cream (triamcinolone acetonide cream 0.025%, two times per day, morning, and night) for the reaction. At the time of the report, the patient was doing well after treatment. No additional event or patient information is available.